Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during cold polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, there were two (2) lesions of colorectal polyps of 10 mm or less. The physician tried to resect them with the device, but both lesions were poorly resected. The part where the snare was applied was excised, and a part of the inside remained, making it look like a "donut-shaped" excision. The same snare was used to remove the areas that could not be resected, but even then, it had to capture the entire area several times to get it removed. They have been using this snare since its release and used it as usual. It was unlikely that the lesion was poorly excised due to the method of use. Although it was not a difficult lesion, they would like to know as soon as possible whether the lesion was defective or the method of use was the cause. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no problem.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failure to cut. Block h10: (product analysis) one cold snare was received for analysis. Visual evaluation of the returned device revealed that the device did not have any defective condition. Functional evaluation of the returned device found that the device was tested in the 10-inch loop fixture and it was able to extend completely and retract without issues. A similar complaint review of the cold snare was completed using post market signal evaluation and escalation and confirmed that the investigation has not identified a potential process or design related issue for the batch number, further review at batch level is not required at this time. A risk review of the cold snare was completed using the polypectomy snares risk management workbook and confirmed that the event of "snare-loop-failure to cut" and "tissue damage" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field. Based on the information available and the analysis performed, the most probable root cause for this problem is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during cold polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, there were two (2) lesions of colorectal polyps of 10 mm or less. The physician tried to resect them with the device, but both lesions were poorly resected. The part where the snare was applied was excised, and a part of the inside remained, making it look like a "donut-shaped" excision. The same snare was used to remove the areas that could not be resected, but even then, it had to capture the entire area several times to get it removed. They have been using this snare since its release and used it as usual. It was unlikely that the lesion was poorly excised due to the method of use. Although it was not a difficult lesion, they would like to know as soon as possible whether the lesion was defective or the method of use was the cause. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no problem.